Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the fixation tab itself did not break; the suture broke near the tab. Surgeon was closing incision, fascial layer. It was reported that the suture broke at the tab; please clarify, did the fixation tab break? Or did the suture thread broke near to the tab? What tissue was being sutured?

Event description:
It was reported that the patient underwent a spine procedure on (B)(6) 2017 and the barbed suture was used on fascial layer. During closing incision, the suture broke near the tab. It was also reported that the fixation tab itself did not break. The surgeon used another like suture to complete the procedure. There were no patient consequences reported.